Event description:
It was reported that the customer was hospitalized for high bgs. Neither the customer or their family member was available to troubleshoot at the time of the call. Instructed to call back for troubleshooting. But no reply.